Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was able to be duplicated. Software was uninstalled and reinstalled and the issue was resolved. The system then passed the system checkout and was found to be fully functional. No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the screen went blue in navigation while using the straight probe. The site attempted verifying another instrument with no resolution. The surgeon was able to proceed with another instrument. No impact to patient and less than an hour of delay was reported.